Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. There was no unexpected restart alarm noted. Pump was received with normal operating current, no unexpected low battery noted. There was no unexpected reset itself. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and the keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Troubleshooting was done for keypad anomaly. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.